Event description:
I got 2 mentor saline round smooth breast implants medically inserted under my muscle. In summer of 2006, I began noticing numbness in my wrists and hand within a month and shortness of breath, breast pain. A slow increase of breast implant illness symptoms as the months followed. Within a few months I began getting chronic yeast infections, diminishing gut health, stomach imbalances, gut issues and bloating, increase in anxiety. (B)(6) of 2008, about two weeks prior to (B)(6) 2008, only less than two years with medical devices, I had a slow leak (2 weeks deflate time) of my left saline filled implant. Very shortly after my rupture happened, I became ill with many symptoms. My hair started rapidly falling out like never before, thyroid dysfunction and hashimoto's disease diagnoses, gut issues and celiac diagnosis, inflammatory problems in gut and joints, oral thrush, joint pains, fluid retention, brain fog, dizzy spells, high anxiety, rashing, sensitivity to the sun with red blotchy marks, food intolerances ( sugar, fruit, gluten, carbs, starchy foods), heavy metal toxicity in labwork, inflammation with no reason in intestines found with colonoscopy, ibs. Severe unexplained joint and back pain. I have been seeing doctors since 2010, 10 years for increasing symptoms. In 2019, up to date, all my symptoms persist and increasing. After having my (B)(6) year old, my immune began attacking my body. My implants have torn from the muscle slightly bottoming out on two occasions and I am always having random breast pains. I no longer can wear my wedding ring or any metal or gold without my skin forming a rash that eats away the tissue and forms scabbing and pus. This last year I have tmj and inflammatory issues in sinus cavity, jaw, face and head. I am currently on disability for this. My posture and neck and back pain have also began over this time period, and after rupture. I have never been bit by mosquitos in my life, and suddenly I am getting bit within this year 2018-19. After a bite I swell in the area very large. I formed cellulitis within two day of a bite and an infection last summer and was told my body is having allergic reactions to the bites. I have good skin hygiene. The bites take many weeks to go away and for the swelling to go down with antibiotics. I constantly feel chronically fatigued. I eat a strict vegetable and meat diet now, nothing else, have good hygiene, follow up with wellness checks etc. I am aware this sounds like an array of issues. But, I know my body, I know it isn¿t a coincidence that after my implants ruptured, my symptoms sped up the process regardless to doctors telling me they are safe. They are not safe! They have made me ill for the past 13 years and they are what is deemed "saline and safe" I was very healthy prior to breast implants. My body is rejecting my breast implants and I'm explanting on (B)(6) 2020. My best friend has the same implants with all the same symptoms. I thought I was alone but I am not. There is a breast implant illness group on (B)(6) called "(B)(6)" with 86,000 women like us. Please, I beg that someone do further investigating. Further research. I pray this report does some good in the pool of thousands of women contemplating putting these toxic things in them. They are not safe. FDA safety report ID # (B)(4).